Event description:
It was reported that on (B)(6) 2011, the nurse found the outer package of the product was found open at the top before use. The inner pouch was sealed. There was a seal transfer on the open outer pouch. The product was not used for a patient. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: an actual sample was returned for evaluation. The seal transfer is evidence that the pouch was sealed.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.